Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized last (B)(6)l due to ketones. No further information regarding the hospitalization was provided. The customer also reported that the insulin pump had no delivery, motor error, and button error alarms. Customer also reported that the device had scratches on the screen. Blood glucose level at the time of the incident was not provided. The insulin pump was not replaced or returned for analysis.